Manufacturer narrative:
A visual inspection was performed on the returned device. The reported damage to the barewire was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulties were due to circumstances of the procedure. It is likely that interaction with the atherectomy device caused the noted damage to the barewire coils which were stretched and pulled away from the core. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the popliteal artery. The large emboshield nav 6 embolic protection system (eps) was used in the atherectomy procedure. When the eps was removed from the patient, the barewire was noted to be stretched and mangled [break]. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.